Event description:
In 2008, the distributor reported that during surgery the month prior, the surgeon was using the driver when one prong bent and the other prong broke into the wound. The surgeon retrieved the broken piece from the wound. There was a thirty minute surgical delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Eval is pending upon the return of the product.